Event description:
Consumer reported that when using the device "it got stuck inside of mouth and it sucked his cheek inside of it." He reported that it took an hour to get it out, and he had to cut through the unit slowly with a wire cutter.

Manufacturer narrative:
Although this incident did not result in the consumer needing medical attention, it is being reported as it has the potential to require medical attention. MFR tried to duplicate the problem and was unable to. There is no suction involved with this device, only mechanical action. This is the only complaint of this kind to date. Since the device was not returned to the MFR for evaluation, and no lot number was given, the MFR is unable to proceed with a product investigation. This closes this event unless more info is rec'd.